Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer reported blood glucose levels ranging from 300-400 mg/dl due to the alarms. Customer reported the alarms were resolved by resuming delivery without changing supplies.